Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she needed to change her pod and realized that her blood glucose was 300mg/dl. The pod was expired but there was still a little insulin left in it, so she left it on and realized her levels had gone up. The device had been worn the hip/buttocks for longer than 48 hours. She had no more pods and so she administered 8 units of insulin. Then she went hypoglycemic (below 70mg/dl) and was transported to the hospital. The patient's levels went very low, the rescue could not get an exact read, and she had no pulse when she got to the hospital. Treatment included glucose and her level rose to 945mg/dl. The doctors put a direct line in her thigh to give her insulin. At that point, it was realized that her heart was having issues and a procedure for a heart catheter was performed. A few days later she was given a blood transfusion and discovered internal bleeding was the reason her blood count was not coming up. The patient was also given intravenous aspirin (81mg) and was prescribed several medications to control her high blood pressure as well as the heart attack that she had while in the hospital. She was then transported to another hospital after being the ICU (intensive care unit) for 2 weeks. The patient had been diagnosed with hypoglycemia, a heart attack and anemia (caused by the procedure to the heart). The patient was admitted on (B)(6) 2019 and was released on (B)(6) 2019.